Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of tissue damage and hemorrhage are listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: the device was initially reported as returning, but was unable to be retrieved.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the proglide device separated into three pieces (at the wire/handle connection) while in the patient anatomy. There were two large pieces and one smaller piece (less than 1cm). Surgery was performed to remove the separated proglide pieces. The patient suffered a femoral arterial tear as a result of exposed metal from the device separation. A vascular patch was used to repair the artery and two units of blood were given. An x-ray was taken and confirmed no additional pieces of the proglide remained in the anatomy. There was no adverse patient sequela. No additional information was provided.